Event description:
A female admitted in early 2009 and underwent shoulder arthroscopy. During the procedure, when the surgeon was debriding the shoulder joint, the hand held shaver would not function. All connections were checked and the unit still failed to work. The unit was taken out of service. The surgery continued with a different unit. This piece of equipment was being evaluated by the orthopedic surgeon for private purchase. The evaluation period started in 2008 and was used without incident on all orthopedic arthroscopic surgeries until this occurrence. The functionality of this hand held unit can not be tested until the surgeon performs the debridement. The unit cleans/shaves bone and debrides the surgical site. The unit was taken out of service, tagged and the sales representative notified. The sales representative determined that the issue was with the hand held piece and that it was an intermittent issue -unit would function properly and then would not.